Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2011. It was reported that the patient has difficulty charging her ipg. She recharges once a week. A replacement was sent to her but, it still did not resolve the issue. The patient was reprogrammed, to no avail. An x-ray was taken of her system and found no anomalies. The patient is working with her physician for next course of action. No further information is available at this time.